Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for a single patient while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system. The alleged sample initially generated a positive result for sars-cov-2 while using the sars-cov-2 antigen self test kit (atk). The same sample was retested on the cobas® 6800 system and the cepheid genexpert xpress sars-cov-2 assay where negative results were generated. A new sample was re-collected and tested on another qrt-pcr sars-cov-2 assay (details unknown) and the result was sars-cov-2 positive. The negative results were released. No harm was alleged. An investigation is in progress to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation is in progress to investigate the customer issue. A supplemental report will be submitted once the investigation is completed. Facility name has been truncated due to character limitation. Full facility name: (B)(4). (B)(4).

Event description:
The alleged sample initially generated a positive result for sars-cov-2 while using the sars-cov-2 antigen self test kit (atk). A new sample was collected and tested on the cobas® 6800 system. This same new collected was used for the cepheid genexpert xpress sars-cov-2 assay where negative results were generated. A new sample was re-collected and tested on another qrt-pcr sars-cov-2 assay (details unknown) and the result was sars-cov-2 positive. Additionally, the original sample tube was also retested on c6800 and generated a negative result. No data was available.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2022-00395. There is no product problem or system issue identified during the investigation. And the differences observed are likely related to sample or site-specific factors. The discrepancies observed by the customer are likely sample-specific as the data does not show any indication of a product problem or systemic issue. The differences observed between the c6800, the atk, genexpert, and the unknown sars pcr test results are likely linked to the collection of the samples, or of the sample having a low level of viral genomic material present, which when tested across multiple collections, may demonstrate lod characteristics of generating positive and then negative results. B6/b5 were updated with the data of testing for cepheid. It was confirmed that a new sample was collected and tested on the 6800 initially on (B)(6) 2022. Additionally, the original sample was retested again on the 6800 and generated negative results. B7 updated with patient information. (B)(4).